Manufacturer narrative:
The qa (quality assurance) investigation summary was received on (B)(4) 2013. The product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: the benefit-risk relationship of the product is not affected by this report.

Event description:
Right knee infected [arthritis infective]. Effusion of right knee [joint effusion]. Allergic reaction [hypersensitivity]. Pain [pain]. Pain came back heavily/major, major pain [pain]. Unable to move [mobility decreased]. Excessive swelling in the knee [joint swelling]. Case description: spontaneous report was received on (B)(6) 2013, from a physician regarding initials (B)(6), with arthritis. The pt's medical history was significant for previous medical device implantation with synvisc in left knee without any problem. On an unspecified date in (B)(6) 2013, the pt initiated treatment with synvisc (hylan g-f 20) injection at a dose of 2 ml in right knee, route of administration not provided. The lot number for synvisc was not provided. On an unspecified date in (B)(6) 2013 (one week after the first synvisc injection), the pt received second synvisc injection and on an unspecified date in (B)(6) 2013, the pt developed pain. On an unspecified date in 2013, the pt recovered from pain. On (B)(6) 2013 (two weeks after the second synvisc injection), the pt received the third synvisc injection. On an unspecified date in (B)(6) 2013, pain came back heavily and the pt developed right knee infection. It was reported that the pt was unable to move and had major pain and experienced excessive swelling of the knee. On an unspecified date in (B)(6) 2013, the pt was hospitalized; arthrocentesis was performed (unknown amount of fluid aspirated from the right knee) and synovial fluid analysis did not show any bacteria but the pt was allergic to some component of the synvisc. It was reported that the knee was debrided and the pt underwent an emergency orthoscopic surgery and eventually the pt was discharged from hospital. The pt had not yet recovered from 'pain came back heavily/major, major pain. The outcome for the events of allergic reaction, effusion of right knee, right knee infected, 'unable to move' and excessive swelling in the knee was not provided. Concomitant medications were not provided. The intensity for all the events was not provided. The reporting physician did not provide the causal relationship between synvisc and all the events.